Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited noise. It was suspected that the noise was due to lead on lead contact during contractions. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.